Event description:
The customer called to report high blood glucose levels. The customer's blood glucose reading was 237 mg/dl during the night. The customer also stated that insulin leaked from the reservoir. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer could not conduct further troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.